Event description:
It was reported that during a routine follow-up, the patient with this neurostimulator was on p1l3 and was getting improvement with settings, but it didn't last. The patient was being treated now for an infection and taking an antibiotic. It was recommended to the patient to have another urine test done when they are finished with their antibiotic to make sure that the infection has cleared. The patient increased their stimulation settings recently, and it was advised if their symptoms get worse, they should adjust the stimulation down. The next steps are for the patient to reach out once they are done with their antibiotic and hopefully get retested to determine what the next game plan is for the patient. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 supplemental record being submitted for the product investigation conclusion and coding: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "infection, urinary tract" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that during a routine follow-up, the patient with this neurostimulator was on p1l3 and was getting improvement with settings, but it didn't last. The patient was being treated now for an infection and taking an antibiotic. It was recommended to the patient to have another urine test done when they are finished with their antibiotic to make sure that the infection has cleared. The patient increased their stimulation settings recently, and it was advised if their symptoms get worse, they should adjust the stimulation down. The next steps are for the patient to reach out once they are done with their antibiotic and hopefully get retested to determine what the next game plan is for the patient. There were no additional patient complications.